Event description:
The customer reported a speaker malfunction"message on the telemetry device and confirmed there was audible sound from the speaker. After further evaluation of the device, the bench technician discovered the device to have no audible sound from the speaker. No adverse event involving patient or user was reported.